Event description:
"Caller alleged discrepant results compared with the reference (poc meter) when testing was performed on his wife. Results as follows:" date: (B)(6) 2012, inratio: 3.2, reference; (B)(6) 2012, 1.3, 4.4., 3.2; (B)(6) 2012, 3.6, 3.3. Therapeutic range 2.0-3.0. Testing performed on (B)(6) 2012 was performed a few minutes apart; punctured the same finger three times. On (B)(6) 2012, the patient tested on poc meter first and punctured same finger for retest soon after testing on poc meter.

Manufacturer narrative:
Investigation pending.